Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed the device power issue. It was determined that the device failure to recognize the correct power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. During evaluation, it was also found that the pneumatic block (pb) was damaged and the internal battery was inoperable. The battery was recharged and the pneumatic block was replaced to address these issues. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device was switching from an ac to a dc power source. The device was not in use when the fault occurred; therefore, there was no patient involvement.